Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for unknown symptoms. The patient reported that their implant is taking longer to charge. The patient stated that they charge their ins twice a week when it drops down to 75%, and it used to take only an hour but it is now taking 2 to 2.5 hours. It was reported that these issues began 2 to 3 months prior. The patient reported that they usually get 8 coupling boxes filled, and at the call currently have 5. The patient stated they have not seen any errors. A new antenna was sent to the patient as an attempt to resolve the issue. There were no symptoms reported. No complications or further complications were reported.